Manufacturer narrative:
H3: product ID 97745bp lot# serial# (B)(6) was returned for product analysis. Analysis found that the battery was out of electric specification: failed cycle count should be 150 reads 153, failed full charge capacity should be >1350mah reads 1332mah, and the battery pack case had a broken tab. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97755 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a. Product ID 97745ac (serial: unknown); product type: 0001-accessory; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient. Brand name intellis; product ID 97745bp (serial: unknown); product type: 0001-accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that caller reports patient had reached out to another medtronic rep; asked unknown when he was notified, but caller was notified yesterday. Caller reports patient had attempted to reach patient services (ps) but was on hold too long. Caller reports patient indicated her controller will not hold a charge. Caller reports she has the controller plugged in to the wall outlet and would not take a charge. Caller do not know when her controller will not take a charge, but caller indicated patient's controller died as of monday and cannot use her controller. Caller reports they have instructed patient to reset the controller, which did not resolve the issue. Caller is not with patient for further troubleshooting. Reviewed troubleshooting steps. Caller reports she will be calling back. Additional information was received from the caller. Controller does not "wake up" when plugged into the wall with out the battery pack in. Green light is on the cord. Battery pack won't charge. A replacement controller was sent to the patient.  Additional information was received from the caller. Caller states the pt received their new controller from repair but their issue persists. The caller states the pt indicated having the controller plugged into the wall with the lithium (li) battery seated correctly for two hours. Upon trying to use the controller to charge ins it displayed screen 86 indicating the controller battery is too low. Agent email to repair to replace battery pack. Additional information was received from the caller. Medtronic rep called back stating the patient received a new li battery pack and is still continuing to have issues charging the controller. Patient noted to the rep that when they received the replacement li battery, they charged for three hours and had no change to the level of battery. Patient stated the controller shows "no device found" and then when they select recharge, the controller states the controller battery is too low. When the recharging antenna is plugged in, the patient sees screen 86 "cannot recharge device". Rep states she believes it is the controller that is still not charging. Agent sent email to repair to replace the recharger (rtm) and the wall charger.

Manufacturer narrative:
H3: analysis found unit pairs and charges implant and internal battery pack and powers up with battery pack, ac charger and aa batteries. Was able to pair and communicate with test implant via wireless and activate and deactivate stim functions. Cleaned charger rtm connector. Excellent recharge status. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.